Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/functional visual inspection: the universal chuck (part number: 03.043.001; lot number: 20698102) was received at us cq. The following investigation is based on the investigation by the r&d zuchwill team for similar complaint devices. Upon visual inspection performed by the r&d team, no defects were identified on the device itself. After examining the chuck on the subcomponent level, the top cap and jaws guide are assembled via a threaded connection and glue. The turning jaws will pull the jaws guide inwards. The inward movement could have led to breakage of the glued connection and loosening of the top cap and jam the jaws in the jaws guide and prevents it from opening. Functional test: a ¿tp¿ chuck used in the verification testing was examined for comparison, the gap between the top cap and jaws guide is barely visible to nonexistent. However, when tightening the chuck, it was noticed that the jaws guide is moving inwards, and a gap could be seen. After further examination a quick test was performed; while the chuck is open a 6.3mm drill was inserted, it passed freely, then the same chuck locked a 6mm pin buried under the top surface to allow passing the same drill, the drill didn¿t pass and a 6.2mm drill passed with some force. This experiment showed that the jaws guide is moving inwards and outwards when the chuck was closed and opened. Eventually, the top cap became loose. So the device was functioning but it didn't operate smoothly throughout the experiment. Hence the device failed to completely perform as intended. The complaint can be replicated with the returned device. Dimensional inspection: the dimensional inspection was not performed due to the complex geometry of the device. Complaint is confirmed. As the inward movement of jaws could have caused the complaint condition. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during the investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part: 03.043.001 lot: 20698102 manufacturing site: selzach supplier: bächler feintech ag release to warehouse date: 08 january 2021 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, (6) depth gauges, (1) spindle nut,(1) wire sleeve, (1) handle for torque limiting attachment, and (1) universal chuck were broken. There was no patient consequence. There is no further information available. This report is for (1) universal chuck. This is report 1 of 10 for (B)(4).